Event description:
Reportedly, the surgeon said the instrument didn't work properly then jammed. It didn't fully fire around a vessel and staples went all over the place when the jaws of the instrument opened. He said the pt bled as there was no proper hemostasis, but he fixed that immediately with sutures.